Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of the stylus touch pen not working, there was a deviation between the stylus and the cursor on the display screen. It was noted that the stylus' cable was damaged, it had a sharp bend and it was replaced and the touch screen calibrated. Analysis further noted an error found in the software history and software was reloaded. The device passed all final functional and systems tests. (B)(4).

Event description:
It was reported that the programmer's stylus touch pen did not work. The programmer was returned for service. No patient complications have been reported as a result of this event.